Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp therapy due to crosstalk on the device. Programming changes were made. Patient will be monitored normally.